Event description:
The stent doesn¿t open, the wire comes out from the back of the delivery handle. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted with the investigation conclusions.

Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted with the investigation conclusions.

Event description:
Supplemental report is being submitted due to return and lab evaluation of the complaint device on the 26 aug 2022. Visual inspection: lock wire not returned. Inner cannula exposed. Red marker positioned at the end of the handle functional inspection: handle actuating with slight resistance. Handle open and all cogs intact.

Manufacturer narrative:
Device evaluation: the evo-10-11-6-b of lot c1894587 involved in this complaint was returned for evaluation, with its original opened packaging. On evaluation of the devices the following was observed: visual inspection: lock wire not returned. Inner cannula exposed at back of handle. Red marker positioned at the end of the handle. Functional inspection: handle actuating with slight resistance. Handle open and all cogs intact. The re-evaluation of the device took place on 27th april 2023. Functional inspection approx 3.5cm of stent deployed. Unable to deployed stent fully. Analysis and identification of the cannula residues and comparison to the loctite adhesives loctite 4061(rmn25-066) & loctite 4161(rmn37-099) was carried out but the results were inconclusive , there is no indication that a manufacturing error occurred during the manufacturing of the work orders involved in complaint file (B)(4). Manufacturing records: manufacturing records. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1894587 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data. The review of relevant manufacturing records of lot number c1894587 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label. The instructions for use, ifu0056 which accompanies this device, instructs the user: ¿¿ when stent point of no return has been passed, disconnect luer lock fitting to remove safety wire completely from delivery handle¿¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force. It is possible that tortuous path may have caused a build-up of pressure when attempting to deploy the stent resulting in the filler cannula and handle cannula separation reported. Confirmation of complaint. Complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction. Complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation. According to the customer during an attempt to insert a stent in the biliary tract along the wire guide, the introducer set was damaged, which made it impossible to expand and insert the stent. The patient did not experience any adverse effects due to this occurrence. Confirmed quantity of 1 device, confirmed used. Investigation findings conclude a possible root cause could be attributed to excessive force.

Event description:
Supplement report being submitted due to the completion of the investigation on 07-nov-2023.